Manufacturer narrative:
Stryker further evaluated the replaced therapy pcba at the product assessment center (pac) and was not able to duplicate the reported issue. The electronic records were downloaded for review. The issue could be verified. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that their device had logged an event code into its memory that's indicative of a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The therapy board was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that their device had logged an event code into its memory that's indicative of a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.